Manufacturer narrative:
Continuation of d10: product ID w1dr01 ipg. Product ID m01a02 mobile programmer application medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of an implantable pulse generator (ipg) system, the ipg lost connection with the mobile prog rammer application and was unable to reconnect. The host tablet was force closed and the ipg was reinterrogated. Upon reinterrogation, no electrograms (egms), markers, or electrocardiograms (ECG) were present. An alternate programmer was used without issue. The next day, an alternate mobile programmer application was used to interrogate the ipg. It was noted that the battery longevity stated " reinitializing" instead of "initializing". It was advised to confirm the latest software was on the mobile programmer application and host tablet. It was also reported that the device experienced a partial power on reset (por). No patient complications have been r eported as a result of this event.

Manufacturer narrative:
Correction: h6: eval code conclusion (fdc/annex d): code change medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.